Event description:
Procedure type: low anterior resection. According to the reporter: after io anastomosis was done, an air leak was found. It was noticed that tissue on sigmoid colon was partly torn. Additional, manual suturing was done to correct the leak. No tissue damage, no bleeding and no significant delay to surgery were reported. No further pt info is available.

Manufacturer narrative:
Initial report sent: 12/15/2008.